Event description:
It was reported that the user experienced elevated blood glucose after disconnecting from the ilet pump for a shower and later following a lunch that was announced as a usual meal but contained more carbohydrates than expected; the infusion set was inset at the stomach, the cgm was fsl3+, highest cgm reading was 238 mg/dl, and fingerstick verification during a later event was 230 mg/dl, with no device malfunction or supply issues identified and no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to meal announcement selection and user interface interactions, and the medical device problem characterized as improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.